Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'damaged keypad' which was observed during evaluation. The cause was determined that key number 8 on the keypad was damaged by external influences and key numbers 5, 2, 3 were dented. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump numbers 5 and 8 on the keypad were not working. The event occurred at the nurse station. There was no patient involvement. No additional information is available.